Event description:
It was reported that the catheter was being placed into a male pt in the ICU. A medical resident was performing the procedure under the supervision of the ICU dir. The catheter was being placed into the femoral vein. While retracting the wire it began to sheer/unravel. The catheter was in the correct place and the wire was completely removed intact from the pt. There was no delay in treatment, no pt death, and no pt complications reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.